Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000482, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The issue was confirmed and a fuse was replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system mvs (mobile viewing system) is unable to power on. The outlet was confirmed to be working. There was no patient involvement.